Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 69 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient was started on a heparin drip and one dose of tissue plasminogen activator (tpa) after which the power and flow reportedly went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre -existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented with high power alarms and associated elevation in flow/power on the left ventricular assist device (lvad). Log files were sent and the patient was admitted to the hospital. International normalized ratio (inr) from the emergency room (ER) came back at 2.2, however patient routinely skips clinic appointments so unclear of trends. Hematuria noted, lactate dehydrogenase (ldh) 2896. The patient was started on a heparin drip and one dose of tissue plasminogen activator (tpa) was given. Ldh remained elevated but lvad parameters were within normal limits. The left ventricular assist device (lvad) remains in use. No further patient complications have been reported as a result of this event.